Manufacturer narrative:
This event occurred in(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. No other erroneous results were encountered by the customer. The sample initially resulted as > 7.77 ng/dl. The sample was repeated twice on a different e411 analyzer, resulting each time as 1.28 ng/dl. No adverse events were alleged to have occurred with the patient. There was no issue with quality control recovery. The field service engineer noted that a probe alarm occurred on the analyzer. He cleaned the analyzer probes, adjusted the probe position, and checked the voltage. He also checked to ensure there was no bending of the mixer paddle and adjusted the mixer position. He ran performance testing and confirmed the operation of the analyzer.